Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed replaced the flow sensor.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, indicating ventilation was affected. There was no report of patient involvement.